Event description:
During service, the baxter repair tech reported 2 battery discharges below alarm threshold. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No additional info is known.